Event description:
It was reported via repair work order that the motion interrupt pan was missing. It was also reported that the power cord had damaged prongs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.